Event description:
This rv lead was implanted (B)(6) 2011. And explanted on (B)(6) 2011, due to perforation observed under CT. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).